Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. The customer's blood glucose level at the time of incident was unknown. The customer states that the physician changed his basal rates, and the customer declined the offer to be connected to the help line to troubleshoot. Nothing is being returned or replaced at this time.